Event description:
The lens was partially implanted when the doctor noticed the haptic was bent. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00170 for the delivery device used with this intraocular lens.